Manufacturer narrative:
Examination of the valve determined that biological debris within the device likely caused the difficulty experienced by the customer. This biological debris was the apparent cause for the occlusion and failure of the pressure test. Review of the device history record confirmed the valve met specifications when released to stock. At this time, the complaint is considered to be closed.

Event description:
After implantation, it was noted that fluid did not flow through the device. As a result the device was revised.